Event description:
Caller states the pt tested 2.7 inr or the coaguchek xs system and 2.0 inr on the coaguchek s system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return. Replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.